Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw blade device broke on the first usage of the device. There was no information reported regarding a delay to a planned surgical procedure or availability of a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. This device was used at a veterinary facility and was not used on human patients. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.